Event description:
The customer called and reported that the sensor was giving a reading of 57 mg/dl while blood glucose was actually over 400 mg/dl. Customer turned the sensor off for two hours and upon turning it on again, it did the same thing. The customer stated troubleshooting had already been performed and declined to troubleshoot further. Upon removal of the sensor, it was found to be bent. Proper insertion location and taping technique were discussed. Customer was advised the sensor would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed continuity resistance test. The sensor passed per specifications and performed bicarbonate buffer test. The sensor failed with low readings. Also found the cannula bent. Unable to confirm that the customer received the sensor in said condition due to the product being returned opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.